Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the ins was at end of service and was dissatisfied with +-this and wantedto know the warranty information. The hcp didn¿t have the settings to run a longevity estimate. The hcp reported that the battery replacement would be (B)(6) 2017. No further complications were reported.